Event description:
The patient called lifescan and alleged the one touch basic enhanced meter was prompting not ok after inserting the test strip. The patient went to a clinic to have their glucose tested, 220 mg/dl, with no treatment. The customer care representative performed troubleshooting; the patient did not have control solution or a check strip, however the issue was not resolved. There is indication the product malfunctioned. The meter replaced and return is expected.

Event description:
The patient called life scan and alleged the one touch basic enhanced meter was prompting not ok after inserting the test strip. The patient went to a clinic to have their blood glucose tested, 220 mg/dl, with no treatment. The customer care representative performed troubleshooting; the patient did not have control solution or a check strip, however the issue was not resolved. There is indication the product malfunctioned. The meter was replaced and return is expected.